Event description:
Caller reported a malfunction on pump with malf 12 displayed. Despite the issue, blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer technical support sent a replacement pump due to another unrelated case issue.